Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited loss of capture. Subsequently, the rv lead was repositioned. This product remains in service. No additional adverse patient effects were reported.